Manufacturer narrative:
Failure analysis found button error alarm and no button response due to corroded keypad traces. Failure analysis was unable to verify weak battery alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. Customer also reported the keypad was unresponsive on the insulin pump. The customer's blood glucose was 177 mg/dl. The customer reported a weak battery alarm occurring prior to the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.